Event description:
The initial reporter stated they received questionable results for two samples from the same patient tested with the elecsys tsh ver. 2 assay on a cobas 6000 e 601 module (serial number (B)(4)). The sample results were reported outside of the laboratory and challenged by a clinician. The customer suspects the samples contain an interfering factor against the tsh assay. The first sample was tested four times, each time resulting in a tsh value of > 100.00 miu/ml. The sample was diluted 1:5 and repeated three additional times, resulting in values of 222.10 miu/ml, 226.10 miu/ml, and 226.10 miu/ml. The second sample was tested twice, each time resulting in a tsh value of > 100.00 miu/ml. The sample was diluted 1:5 and repeated twice, each time resulting in a value of 226.10 miu/ml. The sample was also manually diluted 1:5 and repeated, resulting in a raw value of 45.22 miu/ml, which calculates to a final value of 226.1 miu/ml. On unknown dates, the patient was tested using unknown competitor methods at two other laboratories, resulting in tsh values of 9.49 miu/ml and 20 miu/ml.

Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations are ongoing.

Manufacturer narrative:
Quality control results were okay. Upon investigation of the patient sample, the tsh results obtained by the customer could be reproduced. Investigations determined the sample contains macro-tsh and this caused the high value of the tsh assay. No other interferents were found in the sample. The investigation could not identify a product problem. Per product labeling: "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high values of tsh." Per product labeling: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."